Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Continuation of d10: product ID {guidewire}; product type: {{guidewire}}; implant date {n/a}; explant date {n/a} product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {{0195-heart valves}}; product ID {l-evolutfx-2329}; product type: {{0195-heart valves}}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, during the insertion of the guidewire into the left ventricle, complete heart block (chb) was observed. Temporary pacing was placed, and the patient was followed up with. 7 days following the implant of the valve, no improvement was observed so a permanent pacemaker was implanted. Treatment at the transcatheter aortic valve replacement (tavr) access site was performed for an unknown reason. The patient was followed up with, however, no problems were observed. The patient was discharged 10 days following the valve implant procedure. No additional adverse patient effects were reported.